Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified the glass cap exhibited a distal circumferential fracture, and the glass cap was rotating independently of the metal cap. The visual inspection confirmed the connector cone, segments, and tabs appear are in good condition and secured. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break event. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.